Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Date of implant is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-18911. It was reported the patient's leads migrated. The issue was confirmed intra-op during an elective ipg replacement. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.